Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin fill gauge was intermittently inaccurate after loading a new cartridge. Additionally, the battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up contact from tandem technical support regarding the issues. No additional information provided.